Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.